Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the patient experienced bleeding at the insertion site of the guidewire. When the device was removed it was noticed that the tip of the device was fractured. Another device was used to complete the procedure.